Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 sep 2025 has been used as a placeholder. Investigation summary: (B)(6) 2025. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number being provided.

Event description:
Event occurred regarding IV tubing where it was stated that "IV tubing on pump containing levophed got malfunctioned and levophed was running out of the blue port between the pump and the patient. The pump did not alarm, but the patient lost bp due to no levophed running into it". There were patient involvement and no patient harm reported.